Event description:
It was reported that the medtronic representative was contacted by the emergency room (ER) staff that this patient was showing signs of a possible intrathecal baclofen overdose and the patient was unresponsive. The ER staff planned to intubate if necessary. The ER physician had ordered the daily dose to be reduced by 50%. When the representative arrived at the ER, about 30 minutes after being informed, the patient was responsive and stable. The family shared that the patient recently had a pump refill and the concentration had been increased from 2,000 micrograms to 3,500 micrograms. The reported dose was 800 micrograms per day however, it was not known if this had also recently been changed. There were no plans to explant the device. This device delivered compounded baclofen.

Manufacturer narrative:
Product ID 8709, lot # l63763, implanted: (B)(6) 2000, product type catheter. (B)(4).